Event description:
The patient reported the display on his insulin infusion device is incomplete and he can only see half of the basal rate display. He stated he noticed it this morning and changed the battery but this did not resolve the issue. He stated the device has not been dropped or exposed to water. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.